Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss of over one hour occurred for the wearable with serial number (B)(6). However, data for the wearable with serial number (B)(6) was provided for evaluation. The allegation was confirmed. The probable cause was the transmitter and app were unable to restore the connection. No injury or medical intervention was reported.